Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) will not consistently take measurement. They tried to calibrate and followed the nihon kohden service manual guidelines but the unit will not maintain any gas readings. When in use for a few hours, the numerical values will drop in percentage until about less than half of the normal. Then an error message of "cal error" is displayed on the bedside vital signs monitor. The customer stated that the unit is also making a loud buzzing sound now. Ref MFR report 8030229-2014-00106.